Event description:
My first abnormal lab test after receiving allergan textured breast implants. Positive ana, abnormal thyroid even on treatment. Arthritis, significant increase in all over joint stiffness and pain. Thyroid nodules. Skin rashes. Difficulty swallowing. Difficulty breathing at times. Insomnia. Fatigue. Dry eyes. Stomach pain. Healthy all my life. Begin developing health problems after allergan breast implants were placed. FDA safety report ID # (B)(4).